Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, there was a c-34 error on the erbe generator. Before contacting intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer already restarted the generator, but error persisted. The tse confirmed the error pointing to an internal problem of the vio integrated electrosurgical unit (iesu). The tse explained that the iesu needed to be replaced. The tse confirmed that if the energy cables fit an external generator, the customer could use it with the pedals connected that generator. The customer would look for a compatible generator and finish the case using it. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio iesu to resolve the issue. Isi has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the reported failure (error c-34) was confirmed and reproduced.